Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the patient's implantable cardioverter defibrillator(ICD) exhibited post-paced t-wave over-sensing and far p-wave over-sensing. Upon review of recorded episodes, the patient's right ventricular(rv) lead exhibited noise. The patient will continue to be monitored for ventricular lead noise and reprogrammed as needed at successive follow-ups. The patient was stable. Related manufacturer reference number: 2017865-2019-06283.